Event description:
It was reported that a perclose proglide suture placement was successful in a femoral vein using the preclose technique prior to a melody valve interventional procedure. Reportedly, when attempting suture placement with a second perclose proglide, the suture broke when the plunger was removed. The suture of the second proglide was removed. The interventional procedure was performed. After the interventional procedure a third proglide device was deployed. Hemostasis was achieved using the sutures of the first and third proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect anatomy, device used in the femoral vein. Per the instruction for use (IFU) the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 8f sheaths. Evaluation summary: the device was returned for evaluation. The analysis of the returned device indicates that an anterior cuff miss occurred and this confirmed the reported suture retrieval problem experienced during the procedure. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based in the information reviewed, there is no indication of a product deficiency.